Event description:
It was reported that during an unk procedure that surgeon has complained numerous times the pouch is not strong enough and wants to switch. The pouch has torn. There was no pt consequence reported.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for evaluation.